Event description:
The customer reported the rad-97 turns off after a few minutes. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other text: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).